Manufacturer narrative:
H3,h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the thoracic probe seized in the grey tracker. The site stated that the thoracic probe cannot be removed from the tracker and it does not spin freely. Patient presence unknown. Delay information was not provided. No patient complications have been reported as a result of this event.

Event description:
Additional information was received. It was confirmed that the issue occurred intra-operatively.

Manufacturer narrative:
H2, b5: event details have been updated. H2, h3, h6: the returned tracker had an instrument stuck in it. After separating the two parts, it was found that the tracker had galling inside the handle, contributing to the reported fit issue. Otherwise, with markers attached and fully seated, the tracker displayed good geometry, and divot error readings with normal tracking and verification. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.